Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.

Event description:
E-mail received from the customer informed that they had a drainage system break where the stopcock and the tubing separated.

Manufacturer narrative:
The eds iii was visually inspected and confirmed that the tubing has come away from the patient line stop cock, glue traces were noted on the tubing and the stop cock. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem reported by the customer could not be determined. Trends were monitored for this kind of problem and a CAPA -(B)(4) was opened. At the present time this complaint is considered closed.